Manufacturer narrative:
(B)(4). Voluntary medwatch mw5075233.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. It was reported that the patient experienced a difference in the cgm values. It was indicated that the cgm was displaying 250mg/dl and 15 seconds later, the bg meter values were in the 40's mg/dl. The patient stated that the differences in values become worse with the normal rise and fall of the patient's glucose after taking insulin or eating a meal. Additionally, it was indicated that an adverse event occurred; however, event details were not provided. No additional patient or event information is available.